Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg reached the end of life. It is unknown if the ipg prematurely depleted. As a result, the ipg was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.